Event description:
Reportedly, the patient received numerous inappropriate shocks under consciousness on (B)(6) 2013 and was admitted to the hospital. The ICD was interrogated and therapies were disabled. The corresponding egm episodes were not available in programmer file; consequently, the physician was not able to check the reason of the shocks. When the ICD was reinterrogated, newly recorded ventricular fibrillation episodes were stored in memory after the therapy was re-programmed to off. Ventricular oversensing was suspected possibly due to a lead issue or a connection issue. On (B)(6) 2013, ICD device and ICD lead (sorin isoline lead sn (B)(4)) were explanted. The ICD will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.